Event description:
The customer reported that the system locked up. It appears to be fluoroing, but not producing images. Also the intermittent error message displayed and the interlocks opened.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge svc rep found dirty emergency off switches, and cleaned the back of the switches. He found low 5vdc ps on workstation, adjusted to max output of 4.89vdc and recommended replacement of the power supply. He erased all pt images per shot log procedure. The system operates as intended.